Manufacturer narrative:
A thorough investigation was conducted with the system backup and logs. The findings indicate the system was working as intended and no malfunction was determined. There was no patient harm or need for medical intervention. Therefore, this event is not likely to cause or contribute to a serious injury if it were to reoccur.

Event description:
It was reported the epiq cvx ultrasound system locked up and no image was being displayed during an open heart surgery. The procedure was able to be completed, however the user had to reboot the system multiple times. There was no injury associated with this event.

Event description:
It was reported the epiq cvx ultrasound system locked up and no image was being displayed during an open heart surgery. The procedure was able to be completed, however the user had to reboot the system multiple times. There was no injury associated with this event. Philips has started an investigation into this complaint.